Manufacturer narrative:
The leaking oil was most likely caused by damage to the hoses which could have allowed oil in the exhaust to leak out onto the outside of the hose. The root cause for the failure appears to be a result of the abnormal treatment of the product at the account.

Event description:
It was reported that the maestro drill was leaking oil during a procedure. No oil entered the surgical site and there were no adverse consequences reported for the pt. The procedure was completed as planned.